Event description:
The customer reported that when using the coag mode on a tumor, there was an 'explosive' phenomenon near an air bubble, causing damage to the tissue. This is one of two identical reports while using this generator. The other is on MFR report # 1717344-2010-00042.

Manufacturer narrative:
(B) (4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.